Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach on a laparoscopic sleeve gastrectomy, the reloads would not fire. The reload was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reloads were pre-fired and engaged in interlock. The jaws of the reloads were open. There were staples protruding from proximal staple cartridge channels. The trs materials were properly anchored to the anvils and cartridges. The sutures were intact. Functionally the reloads were loaded into a post market vigilance instrument, the interlock was overridden, and the reloads were applied to test media with proper staple placement and media transection. The trs materials were properly placed and sutures were properly cut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.